Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the surgeon was using the large hem-o-lok clip applier instrument and when they tried to apply a clip, the instrument made a popping noise and the wire in the tip appeared to loosen. A clip fell into the patient while clips were being placed onto the cystic duct. No instrument collision occurred, and the instrument had not been removed prior to the clip falling. The clip was retrieved successfully with a force bipolar forceps instrument. There was no resistance felt upon removal of the instrument through the cannula. Upon inspection of the instrument outside of the patient, it was discovered that the wire was loose and sticking out of the sides of the clip applier. The procedure was completed robotically with a backup hem-o-lok clip applier. No imaging was performed or additional procedure required in regard to the fallen clip. The patient did not return to the hospital due to experiencing any post-surgical complication related to retaining a foreign object.

Manufacturer narrative:
The event investigation is in progress.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the large hem-o-loc clip applier instrument to perform failure analysis. The instrument was analyzed and found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes a loose cable at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable.